Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was found by a staff nurse after suffering an acute event that could not be identified. The patient had agonal respirations and acls was initiated, but unsuccessful and patient ultimately expired. Preliminary autopsy results showed an acute respiratory event, as both lungs were completely collapsed.